Event description:
It is reported that the patient was revised due to wear of articular surface implanted in 2005. It was discovered that the post of the articulating surface was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.